Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wen m, wang s, wang l, wang y, dai s, liu w, fan x. Femoral neck system versus cannulated screws combined with medial plate for femoral neck fractures in young and middle-aged patients: a prospective multicenter randomized controlled trial. J orthop surg res. 2025 jun 3;20(1):559. Doi: 10.1186/s13018-025-05972-0. Pmid: 40457366; pmcid: pmc12131416. Objective/methods/study data: the purposes of this prospective, multicenter, single-blind, randomized controlled trial study include (I determine the clinical effects of fns on treating young and middle-aged patients with femoral neck fractures; (ii) analyze the advantages and disadvantages of fns and cs combined with a medial plate in the treatment of femoral neck fractures. Between march 2021 and september 2022, a total of 331 paients were included in the study. These patients were divided into two groups. Fns group consist of 165 patients [ orif: 68 cases; crif: 97 cases (59 male and 106 female) ] with a mean age of 58.67 ± 13.46 treated with femoral neck system (fns,depuy synthes) while cs group consist of 166 patients (68 male and 97 female) with a mean age of 55.96 ± 15.13 treated with cannulated screws combined with a medial plate system. The follow-up period was 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system. Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 33). -16 cases of avascular necrosis of the femoral head (9 stable and 7 unstable). No intervention mentioned. -10 cases of coxa vara. No intervention mentioned. -7 cases of femoral neck shortening. No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - plates: fns (qty 1). -2 cases of internal fixation failure (breakage). These cases received revision surgery of tha because of the breakage of implant at one month after operation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.